Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 500 mg/dl. Prior to being admitted, the customer experienced vomiting, nausea and frequent urination. The customer had not been checking her blood glucose levels or changed the infusion set. The customer then removed the infusion set, and noticed that the cannula was bent. However, the customer stated that the insulin pump never gave her a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.